Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was poor wound healing. Interventions included giving the patient wound care instructions over the phone. Interventions included placing sutures to the lumbar incision that was noted to have not yet been fully approximated. A wound revision was carried out, the lumbar portion of the leads were buried under deeper tissue. The patient was given bactrim prophylactically. The event resulted in an unscheduled clinic or office visit. The patient reported serous drainage from lead incision site. An examination showed lumbar lead incision was not well-approximated, clear drainage with no sign of infection present. Surgical operation showed wound looked clean and with no evidence of infection. The leads were noted to be "tenting out." At a later date an examination showed that the lumbar incision was well healed without any signs of infection. The patient reported that the incision had not had any further drainage since the wound exploration. The etiology was reported as unlikely related to the device or therapy and related to the implant procedure. The etiology was noted as related to the lumbar site. The outcome was resolved without sequelae. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.